Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states, "postoperative bone fracture and pain." This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-02043 / 02044 & 07337 / 07340).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iliopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iliopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness, pain and limping. There has been no reported revision procedures to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iiiopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iiiopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness and pain. There has been no reported revision procedures to date.